Manufacturer narrative:
Internal insulation abrasion under the rv shock coil was noted at 48.9-49.5cm from the connector pin. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise, inappropriate hv therapy, and low pacing impedance.

Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate shocks due to noise. An abrupt drop in pacing lead impedance was also observed. The lead was explanted and replaced. The patient did very well and had no complications.

Manufacturer narrative:
(B)(4).